Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction to h8 field - updated to initial use of device intuitive surgical, inc. (Isi) did receive the permanent cautery hook instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have a broken monopolar yaw pulley at the posts where it connects to the distal clevis. The broken piece was missing because of breakage; the broken piece was not returned with the instrument. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley. The probable root cause is attributed to damage during use or improper handling, which may result from accidental drops of the instrument or inadvertent collisions with other instruments. Applying excessive force to the distal end of the instrument can also result in a broken yaw pulley.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the permanent cautery hook instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that prior to the start of a da vinci-assisted myomectomy surgical procedure, during the process of verifying the integrity of the permanent cautery hook instrument, it was found that one of the screws on either side of the tip was missing. The procedure outcome is unknown with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial complaint confirmed that no fragments fell into the patient, and the missing material or damage occurred outside of a surgical procedure. Specifically, prior to the start of a surgical procedure on (B)(6) 2025, it was found that one of the screws on either side of the tip was missing upon inspection. No fragments fell from the device while used within a patient. There have been no reports of the patient returning to the hospital due to post-surgical complications related to retention of foreign material.